Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation of the device, the user's report was confirmed. There was no image displayed due to a faulty charged couple device unit. Additionally, it was noted that the camera was equipped with a non-olympus cable. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that her olympus hd autoclavable camera head stopped presenting an image during an unspecified procedure. Additional details relating to the patient and the event have been requested, but all answers were unknown. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, no image was displayed likely due to a faulty charge coupled device (ccd) unit. It is presumed that the cause of faulty ccd unit is due to communication failure causing electronic circuit damage because non-olympus cable had been used. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.